Event description:
Report received of an over-delivery. At an unspecified time, the pump was reportedly programmed to deliver an unspecified hydration solution at an unspecified rate. The nurse reported the pump over-delivered based on the difference between the amount of solution remaining in the unspecified size container versus the volume infused displayed on the pump. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.